Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedances (sli) when programmed in triad configuration measuring 112 ohms. Additionally, sli measured 134-140 ohms when programmed right atrial (ra) lead to rv coil. Technical services (ts) informed sli were gradual and the increase is most likely due to something physiologic with the patient. Ts discussed troubleshooting options. At this time, the lead remains in service no adverse patient effects were reported.